Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, power failed and station was shut down. However, there were no delay to patient care and adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6)was performed from the date of manufacture, 01-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there were station power outage issues. The field service engineer (fse) replaced the backup battery as a troubleshooting step; however, the issue persisted. Subsequently replaced the power supply, which restored normal operation. The system functioned as intended after the field service engineer repaired the device.